Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that there were no other devices in operating theater, patient water blankets are not used, the devices are never used in intensive care unit (ICU). The device is cleaned according to instructions for use; single use gloves are worn for each machine: only one machine at a time is transported and cleaned. A t90 filter is used in decontaminated unit and last 90 days. There are two further sinks in the hospital, which are used for water tank changes on the alternate weeks. Pall aquasafe filter is used and it is changed weekly. 3t units kept filled at weekends for emergency surgeries are not monitored for h2o2 levels on saturday and sunday, but are always tested before next use. Unit tanks are also drained before long term storage. The 3t device is used inside the operating theater, with the fans facing away from the surgical field including instruments etc. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: based on all collected information from the customer, heater cooler 3t units were kept filled at weekends for emergency surgeries and are not monitored for h2o2 levels on saturday and sunday, even if they are always tested before next use. This is not in accordance with device instructions for use and this deviation (h2o2 not checked daily when the device is stored full of water) may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4 mnaufacturing date is pending h.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Daily checking and addition of hydrogen peroxide. Weekly water changes. Fortnightly disinfection. Monthly water testing.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacteria chimaera during periodic monthly check. According to information, there was 3 events of contamination in 2024 (mycobacterium chimaera, mycobacterium gordonae post-disinfection and mycobacterium xenopi pre-disinfection). In 2023, there were 8 events of mycobacterium gordonae (8 pre and 3 post disinfection).in 2022, other four events of mycobacterium gordonae (3 pre and 1 post disinfection). In 2021, 1 event of mycobacterium gordonae. Finally, other 6 events of tvc>300, 3 in 2024, 2 in 2023 and one in 2019. There is no patient involvement.